Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) the mic jack had no signal, signals from external monitor could not be input to the machine. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) checked both simulated ECG and pressure signals from external monitor could be successfully input into the machine. The device was returned to the customer and cleared for clinical use. No patient involvement was there.